Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 300mg/dl and within 15 minutes, the patient¿s bg dropped, and the patient became unconscious. The patient¿s daughter drove the patient to the hospital and when they arrived, the patient¿s bg was checked, and the meter was reading 20mg/dl. The patient was admitted to the hospital for 6 hours where she was given sugar until her bg values returned to normal. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.